Event description:
Registered nurse (rn) attempting IV placement in antecubital fossa of right arm. Rn was using ultrasound guidance. Rn was unable to get the catheter into the vein, so began withdrawing the catheter. Upon removal of the catheter, rn noticed that the actual catheter had detached from the needle, and the tip of the plastic catheter remained in the arm. Patient went to surgery the following day to have the retained portion of the catheter removed. Patient was discharged home that same day.